Manufacturer narrative:
(B)(4). Incorrect prep: it should be noted that tenku rx, cdc instructions for use states: all air must be removed from the balloon and displaced with contrast prior to inserting into the body; otherwise, complications may occur. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. The tenku dilation catheter device is an abbott vascular manufactured device which is distributed in (B)(4) by st. Jude medical (B)(4) company, ltd. Although this device is not commercially available for sale in the u.s., it is similar to a device currently marketed for sale in the u.s.

Event description:
It was reported that the procedure was to treat a de novo lesion in the mid left anterior descending artery with heavy calcification, 90 pre-stenosis and 25% post-stenosis. After a roterblator procedure was done and a non-abbott stent was implanted. A 3.0x15mm nc tenku balloon dilatation catheter was intended to be used in a kissing balloon technique with another unspecified balloon dilatation catheter. However, during inflation the balloon ruptured at 8 atmospheres. The bdc was simply removed from the patients anatomy. A non-abbott bdc was used to ultimately treat the target lesion. Reportedly, the device was not soaked prior to use; however, was prepped (air aspiration) was done outside the anatomy prior to use. There were no adverse patient effects and no reported clinically significant delay in the procedure. No additional information was provided.